Event description:
I was diagnosed with kidney cancer or renal carcinoma on (B)(6) 2023. I had used a philips CPAP (continuous positive airway pressure) device for 10+ years that was later part of the recall due to the cancer risk. The kidney was removed, and due to inclusion into a blood vessel, I undergo immunotherapy treatments for the next year every 3 weeks, using the keytruda medication injected by IV (intravenous). The process plus drive time basically has me out of work a half day every 3 weeks.